Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: device was returned for analysis. A visual inspection was performed. The coil was inside the introducer sheath with the arms interlocked; however the pusher wire was detached from its interlocking arm and was also broken in two. The coil was retrieved from the introducer sheath. The introducer sheath and the main coil were found to be kinked. A microscopic inspection was performed. No damage was noted to the coil zap tip or the interlocking arm of the main coil. The interlocking arm of the pusher wire was bent. The dimensions of the pusher wire and coil that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "the interlock fibered idc occlusion coil is designed to be delivered under fluoroscopy with a 0.021 in (0.53 mm) inner diameter microcatheter (e.g. Renegade¿ microcatheter) with one or two radiopaque tip markers." (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014 it was reported that resistance was encountered upon inserting the coil into the catheter. A 12mm x 30cm interlock¿ was selected to treat the target lesion located in the moderately tortuous internal iliac artery. During the procedure, continuous flushing was performed. Upon insertion of the coil into a non bsc microcatheter, severe resistance was encountered. The coil was then removed from the microcatheter and delivery wire was noted o be damaged. The procedure was completed with another of the same coil and another catheter. No patient complications were reported and the patient's status was good. However, device analysis revealed a broken pusher wire.